Event description:
It was reported via the customer that during a podiatry surgical procedure the bur was stuck in the attachment. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed using a back-up device. It was further reported that during testing conducted at the manufacturer that a broken bur was found inside the attachment.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part number and lot number info has not been provided to permit further investigation. The root cause is multi-factorial.